Event description:
It was observed that during the device evaluation, the high flow insufflation unit had exceeded the standard range difference in the air pressure measurement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 08/23/2024. Corrected fields: b5, e1, e3, g2 (remove user facility) and h6: (medical device problem code is being corrected to - "1491-increase in pressure"). Additional information added to field h6, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to a failure of the electropneumatic proportional valve. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the insufflator exhibited faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.